Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced during a routine device change out procedure. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).